Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0n0xr, implanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that the lead was being revised on the day of the report to move it medial. The manufacturer representative (rep) was not sure of the history or why this was being done. The rep was scheduled to do a stage one on the day of the report, but when he arrived was told it was a revision. The lead was removed and replaced with a new one. The patient was fine.